Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range which led to a lead safety switch. No noise is present. The patient is nor right ventricular (rv) lead dependent. The lead remains in service. No adverse patient effects were reported.